Event description:
It was reported that the cpcs r3 revised for dislocation. Hip stable on table. Impinge anterior acetabular osteophyte. Head stem liner & screws removed. Polar cup cemented into shell. Smaller stem cemented. Polar articulation stable. Nil implants for retrieval.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Our investigation including a review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A clinical analysis noted that all documents and/or images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. Based on insufficient information, a thorough clinical assessment cannot be performed at this time. Without the return of the actual products involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.